Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with a 450cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the left side post-operatively, which was confirmed via an office exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed. Non-conformances were identified related to device malfunction and will be handled through mentor¿s quality system. (B)(4). Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 14, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpps dv 450cc breast implant was found to have a tear on the posterior view, measuring approximately 1.4 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A second product was received (9568917). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 22, 2022, mentor became aware of the following erroneously omitted information in the previously submitted report: the patient underwent explantation on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 13, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).